Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to wait 20 minutes after the pump came out of storage mode before starting a sensor session, which the caller understood. The technical support team provided comprehensive information on resetting the pump and walked the caller through the process. After the reset, the cgm error did not reappear, and the caller successfully started their sensor session.